Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported occlusion alarms occurred. Customer¿s blood glucose (bg) level was 600 mg/dl. Reportedly, customer did not take any action to address elevated bg. During system check with tandem technical support, it was confirmed that the occlusion was related to the cartridge. Customer changed supplies to address occlusion alarms and resumed insulin delivery.